Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their eyes weren't what they used to be. They also noted that they were being shocked or pulled a muscle. The patient also reported that they were a little dyslectic without oxygen. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.